Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the patient experienced an infection at their ipg implant site. The entire ipg system was explanted and replaced three days later on the contralateral side. No further patient complications have been reported as a result of this event.